Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported atrial fibrillation, arrythmia, mitral stenosis, hypotension, and tachycardia could not be determined. Additionally, the reported patient effects of atrial fibrillation, arrythmia, mitral stenosis, hypotension, and tachycardia are listed in the IFU as known possible complications associated with mitraclip procedures. The reported treatment with medication was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report atrial fibrillation, mitral stenosis, and tachycardia. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted atrial fibrillation, p2 prolapse and paravalvular leakage (pvl) with an evolut r present. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was implanted on the lateral side of the 1st clip. The clip is stable on both leaflets; however due to movement restriction of the anterior leaflet, the pvl was more prominent as the heart rate increased above 100. At this point the patient's blood pressure was not stable. Medication was given to stabilize hemodynamics and beta-blockers were administered to treat the increase of blood pressure. The gradient was 8mmhg due to the increase of heart rate which was not treated. The atrial fibrillation worsened after the procedure. A total of two clips were implanted, reducing mr to 1+.there was no clinically significant delay in the procedure. No additional information was provided.